Event description:
On (B)(6) 2013, the reporter contacted animas alleging a low blood glucose of 42 mg/dl with symptoms of passing out, disorientation, and sweating. The reporter indicated that paramedics were called and the patient was transported to the hospital. The patient reported having an issue with the bolus delivered from the meter remote due to an error message. The reporter stated that a second bolus was given based on the suggested amount of the first bolus without checking the bolus history to determine how much of the previous bolus was delivered. The bolus history was reviewed and found that the pump had delivered 4.00 units of 5.00 units; the patient programmed a second bolus of 4.6 units which was delivered in full. The report was advised on possible causes of the communication issues and was educated on checking the bolus history when a bolus is interrupted to prevent over delivery of insulin. This report is made based on the allegation that the patient experienced hypoglycemia related to reprogramming a partially delivered bolus without checking the bolus history.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box data from the time of the event was overwritten due to continued patient use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed evidence of a rf bolus time out. The pump was able to successfully pair with a test meter and the pump delivered boluses programmed from the meter without issues. The pump passed rf testing. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.